Event description:
In 2008, the pt reported that she believed there was a delivery issue with her infusion device. She stated "I disconnected from my body and gave myself a two unit bolus. The pump delivered the two units usually does not look like that, so I knew what was wrong." She stated that her blood glucose was elevated to 500 mg/dl and she injected 10 units of insulin via syringe to lower her reading to 156 mg/dl. Her target blood glucose level is below 150 mg/dl. She stated that the piston rod is over 1 year old and the adapter is over 6 mos old. She was advised the piston rod must be changed once a year and the adapter must be changed every 6 mos. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt was advised againsts continuing use of the infusion device but she insisted that she did not want to be without it. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.